Event description:
It was reported to medtronic neurosurgery that the surgeon was unable to reprogram the valve post-operatively, so the valve was replaced.

Manufacturer narrative:
The device has not been returned to he MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No injury to the pt was reported.